Manufacturer narrative:
D10: concomitants: 02-010-03-0310 - logic cr femoral cem, right, sz 1 (B)(6); 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t (B)(6); 200-02-32 - three peg patella 32mm (B)(6). Pending investigation.

Event description:
As reported via legal documentation the female patient had a right knee replacement on (B)(6) 2016. Approximately 7 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: right knee polyethylene wear, osteolysis with femoral component loosening the patient had extensive synovitis with small fragments of polyethylene within the knee. A thorough synovectomy was performed. Components were evaluated and could see there was extensive oxidation and polyethylene wear on the tibial polyethylene. There was also evidence of osteolysis over the medial tibia. Evaluation of the patellar component revealed extensive wear of the patellar component as well. With the femoral component there was extensive osteolysis. The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related consideration's to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.